Event description:
Hcp reported the catheter "wasn't working properly". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.